Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Additional information was received that the reason for explant was due to patients pain area had changed from original target area therefore patient no longer needed the ipg.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.